Event description:
It was reported that during a robotic procedure, the tip broke off the device and was able to be removed from the patient. It is unknown how the case was completed. It is unknown if there were any patient consequences. One device will be returned. No other details are available.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.